Event description:
It was reported that product performance data was reviewed and classified as inappropriate therapy due to supra ventricular tachycardia. The device remains in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant medical products: 7122/65cm, implantable tachy lead. (B)(4).